Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse( field service engineer) was on site to investigate the issue. It was found that the inspiratory and expiratory pressure transducer pcb (printed circuit board) had to be replaced. However, the customer did the service themselves. The received test log confirm the failed pressure transducer test together with other tests during pre-use check. The technical log does no contain any error that my indicate a ventilator malfunction. The event log do not contain any relevant information around the possible the event date. Due to lack of information, the root cause of the faulty pcb could not be established. H3 other text : 4117.

Event description:
Manufacturer ref.#:(B)(4).